Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 4.1 hardware had failed. A field service engineer (fse) ran the hardware test application (hta) and checked all drawers, identifying drawer 5 as defective. The fse returned with rails from car stock, replaced the rails, and successfully ran hta and launched the application. The customer successfully inventoried the drawer. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had failed drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.